Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 25, 2025. Additional information was received with receipt of the device. In addition to the right sided rupture reported initially, the patient also experienced right sided breast cancer and right sided capsular contracture post procedure. Reason for device explant and/or reoperation: breast cancer / rupture / capsular contracture the investigation of the returned device was completed by the failure analysis lab on april 1, 2025. Device evaluation: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and an area of shell abrasion was observed on the posterior view. In addition, a tear was noted within the shell abrasion measuring less than 0.1 cm. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 3, 2025 mentor became aware that it erroneously omitted an additional surgical intervention (lumpectomy) on the right side in the previous report submitted. Additional information was received on april 10, 2025. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 6, 2025. Explant is planned for (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a patient who underwent primary breast augmentation with a 350cc mentor memorygel breast implant (left) and a 300cc mentor memorygel breast implant (right) experienced bilateral rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.